Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information. All related medwatch reports associated with this incident: 2122870-2014-00113, 2122870-2014-00114, 2122870-2014-00115. (B)(4).

Event description:
The affiliate stated the customer reported false positive troponin I (access accutni) results, for several patients, involving the access accutni reagent used in conjunction with the unicel dxc 600i synchron access clinical system. This report is two of three referencing the patient on the event date noted. An initial result of 0.061 ug/l was obtained and released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Subsequent testing of the patient's sample, on centrifuged aliquots, generated lower results of 0.017 ug/l and 0.015 ug/l, within the expected range of the assay. The sample was centrifuged between 3,000 - 3,350g (relative centrifugal force) for ten minutes (4 minutes for rapid serum tube (rst) tubes), at room temperature. No sample integrity or system issues were noted at the time of the event. The customer indicated the instrument was in normal operation.